Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a pause after a premature ventricular contraction (pvc) which resulted in a ventricular tachycardia (vt)//ventricular fibrillation (vf) episode. The device delivered an electric shock which successfully converted the episode. Boston scientific technical services (ts) discussed reprogramming options which might prevent an arrhythmia in the future. No additional adverse patient effects were reported. Further information was received that this device was explanted due to therapy upgrade. This product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a pause after a premature ventricular contraction (pvc) which resulted in a ventricular tachycardia (vt)//ventricular fibrillation (vf) episode. The device delivered an electric shock which successfully converted the episode. Boston scientific technical services (ts) discussed reprogramming options which might prevent an arrhythmia in the future. No additional adverse patient effects were reported. At this time, this device remains in service.